Event description:
Inappropriate shock reported. At time of implant, device interrogation revealed normal impedance and pacing thresholds. At pacer clinic visit, shock was found to be inappropriate due to set screw malfunction. Pacer check was done & pat brought in for pacer revision in 2005.